Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience xpedition instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a procedure to treat the 90% stenosed mid left circumflex (lcx) artery. A 3.5 x 23 mm xience xpedition stent was successfully implanted. The patient was discharged on (B)(6) 2014. During the 3-year follow-up on (B)(6) 2017, it was reported that the patient during every spring and autumn, was re-hospitalized for chest pain and chest tightness. No coronary angiography or other related examinations were performed. Medication was provided; however, the specific information was unknown. Per the physician, the relationship between the events and the device is not known. No additional information was provided.